Event description:
It was reported that the front end of the vascular sheath had tears.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause remains unknown. One introducer with the peel apart sheath was returned for investigation. The plastic protective tubing was returned over the introducer. Deformation on the grey sheath was observed at the distal end. Microscopic observation of the distal end of the damaged sheath revealed material deformation consistent with advancement against resistance. On the other end of the sheath, a longitudinal crack was observed. The material did not appear to split evenly towards the end of the crack. Based on the condition of the returned sample, possible contributing factors include damage during storage or handling and advancement against resistance. Since the sheath was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. The product IFU states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ a lot history review (lhr) of rebu0682 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu0682 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the front end of the vascular sheath had tears.